Event description:
It was reported that the patient had an implantable neurostimulator (ins) and leads replaced due to "failure." The reason for initial ins failure was unknown. It occurred less than a year after implant.

Event description:
Additional information received reported the doctor could not get ¿all leads in¿ initially. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# v221049 implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient (B)(4).